Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported, that the patient was implanted a durom acetabular component 54/48 code n on (B)(6) 2007. The patient underwent a revision surgery on (B)(6) 2016 due to discomfort. The surgeon found brown colored fluid accumulation in the joint.

Manufacturer narrative:
This case was reopened on october 18, 2016 to enter additional information which was received on october 04, 2016. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 54/48 code n on the right side. The patient was revised due to pain and fluid collection. This is a bilateral claim. Left side complaint: (B)(4).

Manufacturer narrative:
Additional information (medical records) has been received. Review of event description: product was implanted on (B)(6) 2007 and revised on (B)(6) 2016 due to discomfort; during revision, surgeon found fluid accumulation. It is also reported that the surgeon noted brown liquid in the joint. In the surgical report it is stated that the patient has bilateral mom total hip replacements and that the chrome and cobalt values in the blood are highly elevated. The patient starts having light symptoms at the level of the right groin. Review of surgical notes: the surgical notes of implantation and revision for both left and right hip are available for review. Regarding the left side: the implantation report dated (B)(6) 2007 reports the implantation of a durom cup size 54mm with a 48 mm head, head adapter s and cls spotorno stem 135° -15. It is reported that the acetabulum was reamed until size 55 and a size 54 durom cup implanted respecting 45° inclination and 15-20° anteversion. The revision report dated (B)(6) 2016 states as diagnosis symptomatic mom total prosthesis. In the report it is mentioned that the patient has bilateral mom hip replacement which are symptomatic. It is also mention that the ion values in the blood are elevated. The patient already underwent revision of the right side due to discomfort and brown fluid was found in the joint capsule. In the surgery, presence of turbid fluid within the fascia. It is noted that pre-operatively there were no signs of infection. Intraoperatively, some corrosion at the junction head neck is noted. During surgery, an artery is perforated, but using a clip and electrocauter it is fixed. There is blood loss. The cup is reported to be osseointegrated and does not show signs of loosening. The cup is removed and a new cup implanted. The stem taper is reported to be in a good state, it is cleaned and a new head implanted. Regarding the right side: the implantation report dated (B)(6) 2005 reports the implantation of a durom cup size 54mm with a 48 mm head, head adapter s and cls spotorno stem 135° -15. It is reported that the acetabulum was reamed until size 54 and a size 54 durom cup implanted respecting 45° inclination and 15-20° anteversion. The revision report dated (B)(6) 2016 states as diagnosis symptomatic mom total prosthesis. In the "notes" section it is stated that he patient has bilateral mom total hip replacements and that the chrome and cobalt values in the blood are highly elevated. The patient starts having light symptoms at the level of the right groin. Intraoperatively a relevant quantity of dark brownish fluid came out of the capsule (500cc). It is stated that most probably it is not pus, but reaction to the mom prosthesis. After dislocation the head is removed and attention is turned to the cup, which is reported to be osseointegrated but can be easily removed. Conclusion: since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer gmbh will close this case once again. Zimmer gmbh considers this case as closed again. Zimmer's reference number of this file is (B)(4).

Event description:
It was now additionally reported that the patient was revised due to pain, elevated metal ions and fluid collection.

Manufacturer narrative:
The product was returned and the investigation results have been made available. Complaint investigation review of event description: product was implanted on (B)(6) 2007 and revised on (B)(6) 2016 due to discomfort; during revision, surgeon found fluid accumulation. It is also reported that the surgeon noted brown liquid in the joint. Pictures, x-rays: radiolucency was visible around durom cup. Signs of osteolysis were visible. Surgical report: n/a as there are no surgical notes at hand neither from the implantation nor the revision surgery. Visual examination: the durom cup showed damages from the revision surgery such as nicks slight scratches. The porous coating of the durom acetabular component exhibited lack of bone on growth. On the inner surface of the head adapter surface changes due to fretting corrosion could be found. Slightly polished-like areas were visible on the porous coating of the durom acetabular component. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).